Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device by okr confirmed the followings; manufacturing history (DHR) of the device has no irregularity. Corrosion inside the device was noted. Omsc assumed that the reported event was caused by the corrosion inside the device. There is possibility that the corrosion was caused by moisture. If additional information becomes available, this report will be supplemented.

Event description:
During a preparation for use a procedure, the user had difficulty in manipulating the bending section of the device. There was no report of patient injury associated with this event.